Event description:
The customer reported images are not displayed during reprocessing involving an olympus flex deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: b5, h2, h3, h4, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image sensor unit cable was kinked at the bending section. The kink may have caused breakage or short circuit of output signal wires which led to the image abnormality. Olympus will continue to monitor field performance for this device.